Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5154834.

Event description:
It was reported via the food and drug association (FDA) medwatch program that right ventricular (rv) lead had an unspecified impedance problem. No further information was provided.